Event description:
On (B) (6) 2008, the pt reported that last night her infusion site fell off after she took a bath. She inserted a new infusion site and it also began to fall off. She stated that she uses alcohol pads to clean her skin prior to adhering the infusion site. She was sent tegaderm hp and mastisol and she was instructed how to use them. No physiological effects were reported. Upon follow up the pt stated that she began using the new products and she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.